Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the battery died during the night and the customer woke up with a high blood glucose level. Customer woke up changed the battery and the insulin pump turned back on. The customer's blood glucose level was 400 mg/dl. Customer performed the self-test and it passed. The insulin pump was not replaced or returned.